Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient had a right ankle arthroscopy with debridement and lateral ligament reconstruction. The date of surgery was (B)(6) 2021. The patient has developed an infection at the site. This was seen by the surgeon at a follow up appointment. The patient is male, (B)(6) years and presented with osteomyelitis; he is being treated with antibiotics and is doing well to date. There are no plans to remove the implant.